Manufacturer narrative:
Product event summary: the hvad pump was not returned for evaluation. One controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within power ports one and two of the controller likely due to the handling of the device. An external visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post was not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed a sudden decrease in power consumption and operating flow on (B)(6) 2019, with a subsequent return to normal parameters. Three low flow alarms have been logged since (B)(6) 2019. As a result, the reported low flow event was confirmed. The controller in use during the reported event, the controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving all four batteries, which is indicative of communication errors between the controller and batteries. In addition, analysis of the data log file revealed multiple premature power switching events that were due to momentary disconnections and communication errors involving all four batteries. Analysis of the alarm log file revealed multiple critical battery alarms that were due to communication errors involving all four batteries. Analysis of the event log file revealed nine controller power up and associated motor start events between (B)(6) -2019 and (B)(6) 2019 indicating losses of power to the controller. The data point recorded prior to the loss of power on (B)(6) 2019 revealed that the first battery was connected to power port one with 60% rsoc and the third battery was connected to power port two with 84% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one and third battery was connected to power port two. The controller was without power for an average of eleven seconds each time it experienced a power loss event. Multiple power switching events due to momentary disconnections and communication errors were recorded leading up to six controller power losses. In addition, several momentary disconnections were observed leading up to three controller power losses. Based on the investigation conducted, the most likely root cause of the premature power switching after lubrication events can be attributed to communication errors and momentary disconnections between the controller and batteries. The most likely root cause of the momentary disconnections can be attributed to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion, and/or contamination within power ports of the controller. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to the reported event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products : d4: serial#:(B)(6) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 331, 174, 3213 h6: FDA conclusion code(s): 12, 4315, 19, 4307 d4: serial #: (B)(6) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #:(B)(6) d10: yes, return date: 14-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited unexpected power losses. It was also reported that the batteries exhibited communication errors and critical battery alarms occurred.

Manufacturer narrative:
This report contains an update to the product event summary to reference the formal investigation associated with the reported failure and associated z-number. The previously reported failure and investigation findings remain unchanged. Product event summary: an internal investigation was opened to investigate cracks on the internal threaded posts with controller 2.0. A power source lubrication procedure was performed on associated power sources in accordance with the requirements on (B)(6) 2018, prior to the reported event date. As a result, the reported premature power switching after lubrication, critical battery alarm, communication error and loss of power events were confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products : brand name: heartware ventricular assist system ¿ 1420-controller 2.0, medical device: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2018 / serial or lot#: (B)(4), UDI #:(B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 20-oct-2017. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Medical device: model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 20-nov-2017. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Medical device: model #: 1650de / catalog #: 1650de / expiration date: 31-12-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 18-12-2017. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery, brand name: model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 20-nov-2017. Labeled for single use?.(B)(4). Brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 20-nov-2017. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a thrombus in ventricular assist device (vad) inflow cannula and the vad exhibited low flows with a ¿sudden flow breakage". The vad restarted and the thrombus was flushed back into the left ventricle and the flow values returned to normal range. The thrombus then went into the leg artery and a thrombectomy was performed. The cause of the vad restart could not be determined, but it was suspected that the controller and batteries were either power switching or there was a short-term disconnection of the power sources from the controller. It was also reported that the controller and batteries exhibited ¿massive¿ power switching that caused the vad to restart several times prior to the thrombus event. The vad remains in use. The controller and batteries were exchanged. No further patient complications have been reported as a result of this event.